Event description:
An altitude alarm repeatedly occurred with the customer's pump over the course of a week, causing the blood glucose level to register as "high," though the exact value was not specified. As a result, the customer's insulin delivery was suspended, but there was no report of the process being resolved. The customer utilized a backup insulin pump to manage the situation. No assistance from a third party was required. Technical support provided guidance for cleaning the pump's obstructed speaker holes and instructed the customer to return the problematic pump to tandem for a replacement. A new pump was dispatched to the customer with instructions on storage and setup, including programming settings and connecting the cgm, which the customer understood and acknowledged.